Event description:
It was reported patient was unable to set the ipg into MRI mode due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-operation.

Manufacturer narrative:
Date of event is estimated.